Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. The incident sample was requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that a piece of the device jaws detached during use in a procedure. The component did not fall within the patient cavity and no patient injury occurred. A new device of the same type was used to continue the procedure.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. Date of follow-up report: (B)(6) 2016. One used ls1520 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection of the device found no defects. Further examination of the entire device confirmed that no components were missing. Mechanical testing found the jaws opened and closed normally using the handle, and the knife would extend and retract without difficulty. The device also sealed without issue. The investigation found the device to function normally and within specifications. A review of the device history records could not be performed because a lot number is not available.